Event description:
New information received notes lead revision is not being considered. Physician elected to continue to monitor the patient. Patient remains asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with non-sustained right ventricular oversensing (nsrvo) episodes due to high amplitude lead noise via merlin transmission. Lead revision was discussed. No further information available.

Event description:
New information received notes patient received a merlin.net alert on (B)(6) 2019 that revealed continued degradation of the right ventricular lead. R-wave and impedance issues were also noted. The pacing threshold remains normal. The patient is not dependent and has never received therapy for vt/vf. Physician plans to refer patient for a lead revision. The patient remains asymptomatic.

Event description:
New information received notes the lead was explanted and replaced. Patient was stable post-procedure.